Manufacturer narrative:
The device was returned to zoll medical (B)(4); the reported malfunction was observed in the device's activity log, however it was not observed during extensive testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device reset power inappropriately. Complainant indicated that there was no patient involvement in the reported malfunction.